Manufacturer narrative:
Additional narrative: the manufacturing location is unavailable. :serial/lot number is unavailable the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device had severe vibrations that eventually cause the oscillating saw attachment device to unlock while in use together. According to the report, the system came completely unscrewed and would not stay locked while in use. It was further reported that the handpiece had notable wear and tear. The reporter stated that the handpiece device seem to run a little smoother when the saw blade device was removed and that the length, weight and torque may have some role in this. There were no delays to the surgical procedure. It was reported that a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The lot number was documented as unknown in the initial report. The lot number has been updated accordingly to reflect the new information. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 14, 2011. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and found the coupling head was damaged (locking pin holes were worn). It was further noted that the wire insulation on the electronic control unit was cracked, bearings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from normal use and servicing. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.